Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the analog interface (ai) printed circuit board (pcb). Covidien was not authorized to repair the unit.